Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 400-500s mg/dl). Pump supplies were changed multiple times. Bg did not lower beyond 200 mg/dl. Customer's healthcare provider alleged the pump may not be delivering insulin properly. System check was performed; no device issues were observed. Hcp advised customer to revert to manual injections for insulin therapy.